Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor was giving inaccurate readings which was triggering the threshold suspend feature on the insulin pump. Sensor reading would be 80 to 70 mg/dl and actual blood glucose would be 150 to 170 mg/dl. Customer declined troubleshooting assistance. The sensor is not returning